Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "on (B)(6), a female patient had a cholecistectomy surgery. When dr. (B)(6) proceed to clip the cystic conduct, one clip jump out from the direct drive clip applier..., after retrieval this clip from the abdominal cavity, he could proceed to apply four clips in the cystic conduct and at the cystic artery. Aparently, everything went well. However, after approximately 4-6hrs from surgery, the patient started with fever and abdominal pain, resulting in patient death on (B)(6). The patient became grave in her conditions, and when examining the patient dr. (B)(6) and dr. (B)(6) realized that clips in the cystic conduct were in place, although the cystic presented a "disection" (cut) next to the clips. They can't establish if the death cause was a consequence of this "cut"." Type of intervention - cholescistectomy patient status - "the patient died because of her general conditions, not clear if due to direct drive malfunction"

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. Applied medical reached out to the customer for additional information but none was provided. Although no lot number was provided, a manufacturing review for all lots sold to the customer three months prior to the event date revealed that the product passed all manufacturing and quality inspections. The exact root cause of the event remains unknown. However, after examination of the patient, it was noted that the clips applied during the procedure remained in place. On (B)(6) 2016, applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels.